Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate under infused medication to the patient. After three hours of therapy, it was observed that device had not completed the medication delivery as half the dose was still within the device. The device was filled with unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d1: brand name. The correct brand name is "intermate", previously submitted as "intermate". H10: the device was received for evaluation containing 61 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.